Manufacturer narrative:
(B)(4). Maquet service technician tried to reproduce the error by setting up a circuit and creating bubbles. It was always possible to clear the error once the bubble was gone. The unit was also safety tested as well as functionality tested to factory specifications. Testing was executed successfully. The reported failure could not be reproduced. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
T was reported during patient treatment the pump of the cardiohelp device stopped due to an air detection alarm. The alarm could not be reset. Therefore the handcrank of the cardiohelp was used and the bubble detector was removed and placed back for clearing the alarm. (B)(4).